Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 112 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin. The customer declined troubleshooting with tandem technical support.